Event description:
The table top rotational brakes were slipping during pt transfer. The customer reported that the table seemed loose as a pt was being transferred. A ge field service engineer (fe) adjusted both the front and back table magnetic locks. The table was tested and found to be secure. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.